Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer helped the customer on phone to troubleshoot the failed cubie and customer states they were able to recover cubie. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer 3.1 pocket a3. The customer have tried rebooting the station, but issue persist. The customer stated that there was a delay of 10 mins as they were unable to retrieve medications from drawer and got them from the pharmacy. There were no adverse events or injuries reported based on this event.